Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 20 september 2023, a 32mm amplatzer septal occluder was chosen for implant using a 12f amplatzer torqvue delivery system. During procedure, when the physician tried to deploy the device, the left atrial (la) disc had a cobra deformation. The physician recaptured to the sheath and tried to deploy few times, but the device was again deformed in to a cobra shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was retrieved and implanted a new non abbott device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.